Event description:
The device involved in the case has been returned and evaluated by lifescan product anaaysis with the following findings: the test strips involved in this case failed functional testing due to one test strip had a white substrate line and one test strip has a top tape bent up at the electrode end. Failed control tests, out of range in the high end.